Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional/corrected information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d2, d4, g3, g4, g6, h2, h3, h4, h5, h6, h8, h10. Review of the most recent repair record determined the part number on the housing was not legible, the e-ring and needle bearing were worn, the hinge gasket was missing, and the swivel was loose. The housing, needle bearing, e-ring, hinge gasket, and swivel were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). . Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the dermatome hose was leaking air and in need of repair. No adverse events have been reported as a result of this malfunction.